Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 594-595 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the intensive care unit (ICU), and treated with intravenous saline and insulin fluids. Customer was released from the hospital 3 days later with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer acknowledged pump was working as intended.